Event description:
The nurse reported the surgeon had difficulties inserting the instrument and the illuminator into the trocar cannula. It felt like there was some kind of resistance within the cannula. The trocar was replaced and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
No sample was returned for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4)